Event description:
It was reported to philips that the therapy port was found to be defective during testing. The device was received by bench repair and an evaluation was performed by an authorized bench technician. The reported issue was confirmed and it was determined that the therapy port assembly needed to be replaced to resolve the reported issue.

Manufacturer narrative:
It was reported to philips that the therapy port was found to be defective during testing. There was no patient involvement. The device was received by bench repair and an evaluation was performed by an authorized bench technician. The reported issue was confirmed and it was determined that the therapy port assembly needed to be replaced to resolve the reported issue. Upon conclusion of the evaluation, it was determined that the customer's declined repair. The device remains at the customer site and no further evaluation is warranted at this time.